Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, the guidewire could not be fully inserted into the left ventricular lead. A new lead was used and successfully implanted. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.